Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. After crossing a wire to the lesion, a 4.00x12mm promus premier¿ stent was advanced but became stuck with the wire at about 10 cm proximal to the guide catheter. The device was attempted to be removed; however it would not come off the wire. Moreover, the shaft got separated 10-15 cm from the hub upon pulling the device really hard. Subsequently, both the promus stent and the wire were removed together. The procedure was completed with another wire and another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the proximal portion which includes the hypotube and the manifold was not returned with the stent delivery system. The distal portion was returned froze onto the 0.0135¿¿guidewire. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An enquiry into the return of the hypotube section was made, however it was not returned for analysis. A visual and tactile examination found a midshaft break 25mm proximal from the skive. An attempt was made to remove the guidewire however it was not possible. There were multiple kinks to inner and outer extrusions, the inner was damaged (compression failure) 2mm distal from bi-component bond. The bi-component bond showed no signs of damage or strain. Based on the event description and analysis results the damaged noted to the returned section of the device most likely occurred due to excessive force used while trying to remove the stent off the guidewire. The distal portion of the device froze onto the wire due to the damaged noted on the inner extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. After crossing a wire to the lesion, a 4.00x12mm promus premier¿ stent was advanced but became stuck with the wire at about 10 cm proximal to the guide catheter. The device was attempted to be removed; however it would not come off the wire. Moreover, the shaft got separated 10-15 cm from the hub upon pulling the device really hard. Subsequently, both the promus stent and the wire were removed together. The procedure was completed with another wire and another stent. No patient complications were reported.